Event description:
During the paroxysmal supraventricular tachycardia procedure, air leaked from the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the paroxysmal supraventricular tachycardia procedure, air leaked from the sheath. The device was replaced and the procedure was completed with no adverse patient consequences.